Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient had cgm accuracy issue 9 days after the sensor was inserted into the arm. On 07/30/2024, the patient's cgm was reading 60 mg/dl, and the bg meter was reading 50 mg/dl. The patient self-treated with glucose tablets. Approximately 2 hours later, the patient's cgm was reading 80 mg/dl, and the bg meter was reading 40 mg/dl. The patient was also shaking, sweating, lightheaded, and had chest pain. The patient called 911, and in the meantime, self-treated with glucose tablets. Emergency medical services (ems) arrived and treated the patient with oral glucose and transported him to the emergency room (ER). At the ER, the patient's cgm was reading 95 mg/dl, and the bg meter was reading 85 mg/dl. No medication or treatment was provided to the patient while in the ER, the patient was observed overnight and discharged the following morning, on (B)(6) 2024. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.